Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient was admitted in hospital on (B)(6) 2016 due to hypoglycemia and with complaints of diabetic peripheral neuropathy.the bllod glucose level of the patient was in 40's and 50's mg/dl during the week which was treated with tablespoon of sugar. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.